Manufacturer narrative:
Evaluation summary: the lenses were not returned. Complaint history and product history record could not be reviewed because the reporting facility did not provide valid lot numbers or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A physician reported "from time to time when I implant a lens it ends up with a streaky opacity on the anterior surface". The physician has used a yag laser to clean the lenses but has not noticed an improvement. Additional information has been received from the surgeon that "I and my colleagues see these streaky opacities from time to time; we think that they are in fold lines resulting from injection of the iol; usually they are not in the visual axis and do not cause any visual symptoms."